Manufacturer narrative:
Device evaluation: one device was received for evaluation. Visual inspection found a degraded dso seal and worn uso seal. Functional testing was able to verify the reported problem. It was determined that the dso seal was the root cause and was replaced. The service history review identified the reason for return is related to a past service of dso seal damage.

Event description:
It was reported that the device had a degraded downstream occlusion seal. The product fault occurred before infusion, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.